Manufacturer narrative:
The returned device was evaluated. The visual inspection revealed no external damage. The device was able to turn on using ac power while in the docking station. The radical-7 was unable to obtain readings, a few seconds after powering on the screen would go blank and 10 beep error would occur. Chip u21 on the system circuit board voltage measured above normal specification on pins 1 to 6. An internal inspection revealed the u21 was malfunctioning on the system circuit board which was causing current leaks and the 10 beep error. A service history record review reveals that this unit was in the field for over one (1) year with no previous issues related to this reported event.

Event description:
The customer reported the radical-7 is not working as well turns on and then turns off. No patient impact or consequences were reported.